Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 29-jan-2026, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i10n serial number (B)(6) in china within the apac region. During an endoscopic procedure, the endoscopic image automatically froze. The procedure was completed using an alternative endoscope, but the progression of the procedure was seriously affected. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated d8: was this device ever serviced by a third party? - "unknown" to "yes" g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - type of investigation, investigation findings, investigation conclusions-updated additional information d4: primary unique device identifier (UDI) d9: is this device available for evaluation? H4: device manufacture date h11: evaluation summary _________________ evaluation summary the reported event was an image issue during a procedure. The pentax engineer consulted with hospital staff and confirmed that the malfunction was identified during use. No patient harm was reported, and the procedure was successfully completed using a backup device. Based on the investigation, it was considered that leakage of the remote control button may not have been detected in time, which resulted in fluid ingress and subsequent image issues. It was also considered that the remote control button may have been damaged. The device was repaired by a third party and returned to the hospital on (B)(6)2026. The hospital was reminded to ensure that daily operation and reprocessing procedures comply with the IFU and to avoid applying excessive force or pressing the button sideways. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at miyagi on (B)(6)2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the actual date shipped was confirmed as (B)(6)2020. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.